Manufacturer narrative:
Evaluation summary the device was returned in the original outer packaging (box and pouch) for analysis. The tray and the protective sheath were not returned for analysis. A visual and a tactile inspection was carried out on the device. The balloon was folded. The balloon wings were not completely closed over the shaft. No radio opaque solution was detected in the inflation line. The guidewire lumen was successfully flushed without evidence of leaks on the shaft. No resistance was encountered advancing a 0.035" guidewire from the tip to the hub. Negative pressure was applied to the system by a manometric syringe. A stream of bubbles was detected in the water column. The balloon could not be inflated. A pinhole was detected in the distal portion of the balloon. The balloon was viewed under magnification. A scratch was viewed on the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme pta balloon catheter to treat a 15 cm lesion with no calcification in the posterior tibial artery. The vessel was non-tortuous and had a diameter of 3 mm. The lesion had resulted in 80+ % stenosis in the vessel. The procedure used a non-medtronic 0.035" guidewire and a 6fr non-medtronic sheath. The device was prepped as per the IFU with no issues identified. The physician encountered no resistance advancing the device. The balloon did not dilate upon inflation with contrast saline on its first inflation. The balloon did not rupture, as it was leaking the inflator fluid on inflation. The procedure was completed using another admiral xtreme balloon. No patient injury reported.